Event description:
Customer states that needle broke off in the side of her abdomen on (B)(6). She states she did her injection and when she pulled the needle out of her skin there was no needle on the hub. Customer did save the hub. Customer went to the doctor and then was sent to the ER to get an x-ray. She stated that they didn't see the needle, but that it could be in her skin and just not visible given the small size of the needle and that the injection was near her pelvis and the bone would show up as the same color as the needle. Customer states that she is marking a circle around where the injection was given to watch for any type of swelling and infection, but it seems fine for now. She is going back to the doctor in march and it will be checked again to make sure everything is ok. Customer just wanted to let us know what happened in case anyone else had this issue and requests a new box of a different lot number because she is worried something may be wrong with the lot number she has.

Event description:
Customer states that needle broke off in the side of her abdomen on february 14th. She states she did her injection and when she pulled the needle out of her skin there was no needle on the hub. Customer did save the hub. Customer went to the doctor and then was sent to the ER to get an x-ray. She stated that they didn't see the needle, but that it could be in her skin and just not visible given the small size of the needle and that the injection was near her pelvis and the bone would show up as the same color as the needle. Customer states that she is marking a circle around where the injection was given to watch for any type of swelling and infection, but it seems fine for now. She is going back to the doctor in march and it will be checked again to make sure everything is ok. Customer just wanted to let us know what happened in case anyone else had this issue and requests a new box of a different lot number because she is worried something may be wrong with the lot number she has.